Event description:
Infusaport catheter of unk brand was found to have broken off and the distal tip floated into the right hepatic venous system and proximal end of catheter was in the right ventricle. Attempts to identify the brand of catheter were made. Pt didn't have any idea and when contacted med ctr stated the records were archived.